Manufacturer narrative:
The spacelabs product support specialist (pss) obtained the xhibit logs from the customer for investigation. During the review of the logs, the pss found that there was a race condition that had occurred and caused telemetry channels to become stuck or in a pending state. A race condition is caused by multiple conflicting commands being input in a short amount of time. While the cause of the dropped telemetry channels was due to a race condition, the cause of the race condition could not be determined.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on march 3rd, 2021 a loss of telemetry monitoring occurred. No injury was reported as a result of this event, this issue is under investigation.